Manufacturer narrative:
The reporter confirmed that both the purge cassette and the pump where exchanged. They reported the purge cassette seemed to resolve the issue, but they decided to use another pump as well.

Manufacturer narrative:
Investigation summary hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Purge pressure low: the cause of the purge pressure low was most likely user related since it was reported that the yellow to yellow were not connected appropriately. Product not returned to confirm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 72 year old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities included coronary artery disease. The patient¿s clinical state prior to initiation of support was scai stage d. During prep, there was a purge alarm and a decision was made to not use the device and replace with a new purge cassette. Alarm history showed "purge pressure low" upon review and it was reported the yellow to yellow were not connected and the bag was not fully spiked. The procedure was successfully completed with the replacement. The purge failure will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.